Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 and stated that after the patient went swimming with the pump, the reporter could not unlock the pump with the up and down arrow buttons. After waiting 15 minutes, the reporter was able to unlock the pump. The reporter noted moisture behind the audio bolus button. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 07/30/2013: the device was returned to animas and evaluated by product analysis on 07/08/2013 with the following results: no defect was found. All buttons were fully functional. Leak test passed. Removed keypad with no defects found. Opened pump, no moisture or corrosion in pump.